Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that 30 min post ablation with an intellanav¿ mifi xp catheter, the patient abruptly developed hypotension. Limited echo confirmed pericardial effusion. Pericardiocentesis was performed. The event was considered resolved on the same date.